Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump does not alarm. The customer also reported that they performed self-test and the tone alarm did not occur. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed displacement test. Pump was received with no audio tone/beeps during self test. Unable to determine the root cause, problem isolated to electronic assembly on pcb1.